Event description:
It was reported that during a procedure, the peel away sheath on the device was unable to be peeled away and required scissors to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: the sample was not returned for evaluation, one medical image was provided for review. The investigation is confirmed for the reported catheter kink issue as the catheter is kinked before descending towards the right heart in the provided image. However, the investigation is inconclusive for the reported difficult or delayed separation and difficult to flush as the device was not returned for evaluation and the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2022), g3. H11: h6 (result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 06/2022)

Event description:
It was reported that during a procedure, the peel away sheath on the device was unable to be peeled away and required scissors to complete the procedure. There was no reported patient injury.